Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03029. The pt received 2 scs leads with different lot numbers. It was reported the pt is not receiving stimulation after undergoing an unrelated back surgery. The pt is working with the physician to determine the next course of action.